Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned broken with a kink. The fiber measured approximately 318.1 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Visual examination revealed that light cannot travel completely to the fiber face within the sma connector to illuminate it, this indicated that the fiber is broken within the sma connector. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, it was noted there was a failure on the laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.